Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the distal end of the device broke when setting up. Occurred pre-treatment, no patient was involved. Additional information was received on january 29, 2018. The incident occurred before the introduction into the patient. Another angioseal was used and successful functioned.

Manufacturer narrative:
This report was being submitted as follow up no. 1 to provide the completed investigation. One 6fr angio-seal vip carrier tube assembly and bypass tube were returned. The hemostatic sheath was not returned. The bypass tube was not in its manufacturing position but returned separately. There was some blood like substance observed on the collagen but no swelling of the collagen was noted. The microscopic visual inspection revealed no anomalies with the carrier tube assembly or bypass tube. Functional testing consisted of inserting the bypass tube over the carrier tube assembly. The bypass tube was able to be inserted without issues. The length of the bypass tube was measured to be 0.6715in, the inner diameter was measured to be 0.91in. The length of the anchor was measured to be 0.4045in. All measurements were within the manufacturing dimensions specified on the drawings active at the time of manufacturing the product. There is no evidence that this event was related to a device defect or malfunction. The likely cause of the bypass tube detaching from the carrier tube assembly is due to the poly-foil pouch only being partially opened. Angio-seal vip IFU was reviewed and the following instructions state: "using sterile technique, remove the angio-seal device from the foil package by opening the end with the 2 arrow indicator, taking care to pull the foil seal apart completely before removing the angio-seal¿ device."